Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The reporter stated that the up arrow keypad button was intermittently unresponsive. The reporter noted a tear in the button cover and alleged that the response issues occurred first. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/25/2013 with the following findings: the keypad was found to be peeling at the ok button. During testing, the up arrow button was found to be intermittently unresponsive; all other keypad buttons responded appropriately. The keypad was removed and the up arrow button contact was found to be inverted. There was evidence of contamination found under all key contacts.